Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's readiness display was blank (no "ok") and that when she pressed the on/off button, the lid opened up but the device did not power on. There was no patient use associated with the reported event.